Event description:
Reportedly, the light of the home monitor remains orange after plugging the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the light of the home monitor remains orange after plugging the device.

Manufacturer narrative:
- Upon reception, the subject home monitor was tested and an orange status light was temporarily observed. However, the status light then turned to green and normal device functioning was restored. - expertise files analysis did not reveal any anomaly on the home monitor. - the observed temporary orange status light could have resulted from a pending communication with the back office. Nevertheless, the root-cause of the reported behavior could not be determined with certainty. - no issue is suspected on the subject device.